Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the device was unable to be adjusted from pressure level 1.5 after the patient had an MRI. The device was reportedly between settings, which was confirmed via x-ray. According to the report the device was able to be adjusted to pressure level 0.5 using a stronger magnet and this was confirmed via x-ray.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported the device was implanted in 2009. According to the report, there was no injury to the patient. Patient information provided.